Event description:
It was reported that micro air bubbles were observed. During the procedure, the farawave pulsed field ablation catheter produced noise during irrigation, and numerous microbubbles were observed on the echo. The catheter was then replaced, allowing the procedure to be completed successfully. The catheter is expected to return for analysis. It was further reported that air was seen only during ablation. There were no abnormalities noted during prep or use of the catheter. The position of the guidewire when they inserted farawave catheter into the sheath was inside the catheter at the end of the lumen.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection revealed no outer abnormalities were noted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The device passed all test performed, showing no evidence of the reported allegation.

Event description:
It was reported that micro air bubbles were observed. During the procedure, the farawave pulsed field ablation catheter produced noise during irrigation, and numerous microbubbles were observed on the echo. The catheter was then replaced, allowing the procedure to be completed successfully. The catheter was received for analysis. It was further reported that air was seen only during ablation. There were no abnormalities noted during prep or use of the catheter. The position of the guidewire when they inserted farawave catheter into the sheath was inside the catheter at the end of the lumen.